Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received.

Event description:
8hr was too hot or too warm [device issue], people told me to take it off after a couple of hours and put it back on. [Device use error]. Case narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer reported that his/her question was 16hr that one was good that one for 8hr was too hot or too warm on an unspecified date. It did not burn his/her skin but it was hot. People told him/her to take it off after a couple of hours and put it back on. The consumer went to the pharmacist. Made a real small pack. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group on 24feb2020: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event "8hr was too hot or too warm" (device issue) as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use error is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
8hr was too hot or too warm [device issue]. People told me to take it off after a couple of hours and put it back on. [Device use error]. Case description: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer reported that his/her question was 16hr that one was good that one for 8hr was too hot or too warm on an unspecified date. It did not burn his/her skin but it was hot. People told him/her to take it off after a couple of hours and put it back on. The consumer went to the pharmacist. Made a real small pack. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group on 24feb2020: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received. Follow-up attempts are completed. No further information is expected. Follow-up (11mar2020): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). This case is considered invalid as it is a duplicate case. No follow-up attempts are needed. No further information is expected. Comment: based on the information provided, the event "8hr was too hot or too warm" (device issue) as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use error is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8hr product. The root cause category is nonassignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received.